Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the pump touchscreen was intermittently unresponsive to presses. Customer's blood glucose reached 101 mg/dl. Customer reverted to manual injections for alternative insulin therapy.